Event description:
The customer alleged they received questionable tina-quant hemoglobin a1c gen.2 (hba1c) results on their integra 800 analyzers. The customer stated they realized they had an issue because some doctors had realized their diabetes mellitus patients had poor glucose management and their clinical pictures were very strange. The customer provided data for multiple patients, of which five had discrepant results from this analyzer. All repeat tests were performed on the same day using the same analyzer. The customer considered the lower results to be incorrect. The first patient's initial hba1c result was 3.59%. The repeat result was 5.13%. The second patient's initial hba1c result was 5.34%. The repeat result was 7.13%. The third patient's initial hba1c result was 5.07%. The first repeat result was 6.85%. The second repeat result was 6.73%. The fourth patient's initial hba1c result was 5.81%. The first repeat result was 8.68%. The second repeat result was 8.25% on (B)(6) 2012, the fifth patient's initial hba1c result was 4.34%. The first repeat result was 6.69%. The second repeat result was 6.76%. The customer did not report any harm to the patients. The hba1c reagent lot number was 657768 and the expiration date was not provided.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA. This event occured in (B)(6) . (B)(4).

Manufacturer narrative:
A definitive root cause could not be determined. There was no detectable error in sample handling or analyzer or reagent performance.